Event description:
Unable to continuously monitor oxygen saturations on the central monitoring system due to malfunctioning spacelab cartridge. No patient harm. In-house biomed findings with evaluation: spo2 connector pins not fully seated in control board. Disassembled device, reseated pins inside of board, reassembled, then placed back in service after successfully tested.